Event description:
It was reported the patient presented for an implant procedure. During the procedure, the left ventricle lead exhibited a failure to capture. The lead was not used and replaced. The patient was stable throughout.